Manufacturer narrative:
(B)(4). The customer returned one 3-lumen hemodialysis catheter for analysis. Visual examination revealed that the distal extension line had separated near the catheter juncture hub. Microscopic examination revealed that the point of separation was jagged and appeared consistent with damage due to undue force. In addition to this, stretch marks were noticed near the middle of the extension line body. Signs-of-use in the form of biological material was observed on the juncture hub and catheter body. No other defect or anomalies were observed. The inner and outer diameter of the distal extension line were measured and were found to be within specification. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The IFU also cautions, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The customer report that the extension line separated/torn during use was confirmed through complaint investigation. Visual examination revealed that the distal extension line had separated near the juncture hub. Microscopic examination revealed stretch marks near the middle of the extension line body. Additionally, the point of separation appeared rigid and was consistent with damage due to undue force. The extension line passed all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, it was determined that unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during a dialysis procedure, the distal line separated (rupture). No additional traction observed. Thus, there was an air suction (air leak) and air went into the out-of-body circuit.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during a dialysis procedure, the distal line separated (rupture). No additional traction observed. Thus, there was an air suction (air leak) and air went into the out-of-body circuit.